Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day, computed tomography angiogram (cta) revealed that there was an inferior vena cava filter just below the renal veins. The superior tip of the filter was close to the medial wall of the inferior vena cava. The limbs of the filter were of varying lengths. Medially, laterally, and posteriorly there were some struts of the device which projected just beyond the wall of the inferior vena cava although that could be volume averaging. There were only projecting within about 1mm or so of the wall. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.